Event description:
Surgeon reported a pt experienced nausea, headache and vomiting beginning three hours post penetrating keratoplasty surgery where product was used. Intraocular pressure (iop) was 65mmhg at 7 hours post op. Pt was treated with paracentesis and 500 mg intravenous diamox. Iop was brought down to 20mmhg. Pt was reported to have a slightly inactive pupil and glaucoma spots on the lens. Elevated iop is a labeled event. Increased iop is a known post op complication associated with penetrating keratoplasty surgery.